Event description:
A healthcare facility in another country, reported that the pins in the rt308 oxygen therapy heated line breathing tube were broken. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. An improvement was made to the production process to prevent bent pins passing the production test. We are unable to say whether the complaint device was manufactured before or after this improvement as no lot info was provided with this complaint. Our monitoring and trending for this type of event show a rate of occurrence worldwide for the past year of 0.0015 %.